Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient was alleging cancer and was seeking medical intervention. Type of medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect b5 verbiage has been corrected updated report in this report. Additional information received on 03/02/2023 and section h 11 should be reported as: the manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging cancer and was seeking medical intervention. Type of medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated. Remedial action init and recall (z) number was updated as not applicable as the device was not in the scope of recall.